Manufacturer narrative:
Internal review was performed. The investigation of the complaint articles indicates that the: no further information had been made available, investigation impossible as there was no material was returned for investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the threaded tip broke during surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown. Exact date unknown; reported as within the last 6 months. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.